Event description:
It was reported before using the bd vacutainer® sst¿ there were three issues. First, a molding defect with missing plastic on the cap shield on lot 3333240, second, foreign matter on lot 3300801, and third, abnormal additive form on lot 3300800. There were no health consequences or impacts reported.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3300801; d4. Unique identifier (UDI) #: (B)(4); d4. Medical device expiration date: 31-oct-2024; h4. Device manufacture date: 27-oct-2023. D4. Medical device lot#: 3333240; d4. Unique identifier (UDI) #: (B)(4); d4. Medical device expiration date: 30-nov-2024; h4. Device manufacture date: 29-nov-2023. E1 initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. Investigation summary: bd received samples three photos for investigation. The photos were reviewed and the indicated failure modes of molding defect on lot 3333240, foreign matter on lot 3300801, and additive abnormality on lot 3300800 was observed. Additionally, 30 retention samples from bd inventory of each lot number were evaluated by visual examination and the issues of molding defect, foreign matter, and additive abnormality were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect, foreign matter, and additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.